Manufacturer narrative:
(B)(4).

Event description:
It was reported that warmup restart during sensor session occurred. Data was received but does not reflect the full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.